Event description:
The customer reported ECG signal loss. There was no report of patient impact.

Manufacturer narrative:
(B)(4). The customer reported ECG signal loss. There was no report of patient impact. Philips evaluated the device, confirmed the issue, and resolved the issue by replacing the leads ECG trunk cable.